Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. It was reported that the impella was removed through the peel away. A clot was expelled through the hemostatic diaphragm. The physician elected not to place a wire for removal as to not push clot forward. The peel away removed in one piece and percloses deployed successful. No further information was provided. The pump was successfully weaned and explanted, and the patient survived the event.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no product was returned for investigation. Thrombosis: in order to make a root cause determination, all of the clinical details outlined in (B)(4) would have to be provided. The root cause of the thrombosis was unable to be determined due to insufficient clinical details. Minor bleed: peel away remains in place, some oozing but stable overnight. The cause of the bleeding is determined to be use issue because the peel away is left in place and not removed before transfer to ICU. Device history lot: device lot: 1947632. Device history batch: subcomponent lot: n/a. Device history review: device with sn: (B)(6) passed all post sterile inspection checks.